Event description:
4 incidents of "flow through of dialysate possible with twist clamp in closed position" on 4 transfer sets. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with these incidents.